Event description:
It was reported in an article titled "open kyphoplasty for management of severe osteoporotic spinal fractures", the following events were reported: one pt with a superficial scar infection, which did not respond to antibiotics and required further surgery to stop the infection and cleanse the wound, which led to the complication of a pulmonary embolism. One pt with a superficial would infection settled with antibiotics. No additional info was reported.

Manufacturer narrative:
Report source: article titled: "open kyphoplasty for management of severe osteoporotic spinal fractures", by stephane fuentes, benjamin blondel, philippe metellus, tarek adetchessi, jean gaudart and henry dufour. Method: device not returned, internal review of literature, follow-up with author.